Event description:
Safe-t-centesis 6fr catheter drainage tray lot number 0000829431, exp date: 2018-04-30, utilized during initial set up. Routine safety check of catheter placement over blunt obturator prior to its use, revealed catheter did not snug up to the end of the obturator. Unable to place catheter fully on obturator. Kit immediately placed aside, and second kit obtained which was functioning properly.